Event description:
Pt underwent a percutaneous nephroscopy procedure. The karl storz ultrasonic lithotriptor unit was not tested prior to the procedure and was found not to be functioning. The procedure was delayed 25 mins and the lithotriptor was replaced with a holmium laser. 2 days later the pt died.